Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was power on reset. The analyst commented critical ram parity error recorded on (B)(6) 2013. Parity error is considered low severity and the device should be able to recover after reset. Concomitant medical products: 5568 implantable pacing lead: implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient came to the clinic feeling very weak due to power-on reset (por) on the device. The device was reprogrammed. No patient complications have been reported as a result of this event.